Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. The evaluation of the pump did not reveal any device-related issues. A direct correlation between the device and the reported elevation in lactated dehydrogenase and history of gastrointestinal bleeding could not be conclusively established through this evaluation. The explanted pump was returned assembled with the driveline severed approximately 12 inches from the pump housing. The remainder of the driveline was not returned. The pump appeared to have been exposed to a fixative agent. Upon disassembly of the pump, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 96 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that the patient had a previously unreported history of elevated lactate dehydrogenase (ldh) and gastrointestinal bleeding (gi). A ramp echocardiogram was performed and revealed no issues. There was no reported device malfunction and the pump was functioning as intended; however, the patient was listed 1 a for a heart transplant. The patient underwent a heart transplant on (B)(6). No additional information was provided.